Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the pump went blank and then it turned back on again. Customer had to reset the time/date. Customer did not change the battery. Customer stated that she accidentally went up to 10 units but never delivered the amount. Customer stated that this has happened several times to her. Customer stated that she normally disconnects the pump. Customer was explained to suspend the pump because the pump stores bolus information. Customer's blood glucose level was 189 mg/dl. Customer's old reservoir was empty. Customer tested with a new battery and received a failed battery test. Customer was advised to monitor the pump. A replacement battery cap will be sent as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.